Event description:
The reporter stated that centralized pt vital signs monitoring would drop-out, and that the system had been restarting. There was no pt harm associated with this reported product problem.

Manufacturer narrative:
Manufacturer's eval summary: the acuity device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Investigation confirmed the customer's complaint. The device's log files were obtained by modem connection to the customer's device. Investigation of the content of the log files established that acuity was unable to communicate normally with a terminal server. This accounts for the reporter's comment that some patients would "drop out." A terminal server is a computer network component that connects individual pt monitors to an ethernet switch (another network component) that in turn connects to the device's cpu. The communications problems with the terminal server caused the system to reboot itself (by design) in an effort to reestablish normal communications. This accounts for the reporter's comment that the system had been "restarting." Analysis indicated that the communications problem occurred due to a software timing issue. An internal software process involving terminal server communications failed to respond quickly enough to communication requests from another software process. The root cause was addressed in a subsequent release of the acuity software by increasing the amount of time allowed before initiating a restart due to this type of communications issue. As of the date of this report, the device user has not elected to upgrade to the later release. The user's present version of software was installed nearly seven years ago (august 2001) and acuity systems are typically used 24 hours/day, 7 days/week. Consequently, the user has reported this problem once in more than 59,000 hours of operation. The foregoing indicates the rarity of this issue.